Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level of 38 mg/dl. The customer treated low blood glucose with food. The customer also stated that insulin pump received multiple error alarms. The customer was able to successfully clear the alarms and customer was able to complete rewind the insulin pump. Self test was performed and insulin pump fail the test. The insulin pump will not be returned for analysis.